Event description:
On (B)(6) 2012, the patient's mother contacted animas on behalf of the patient to report that the patient has been getting a lot of low blood glucose. Reportedly, the patient's blood glucose reading went as low as 55 mg/dl with symptom of feeling weak. The patient was not available with the subject pump at the time of the call. Troubleshooting could not be completed at this time. Animas made several attempts to contact the patient back for more information but there was response. A letter was sent to the patient requesting a call back. This complaint is being reported due to an alleged inaccurate delivery issue. The patient's condition did not meet animas criteria for a serious injury.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: during investigation, a review of the pump history showed dates from (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. There are no errors or alarms related with the complaint in the present black box or alarm history. During testing, the pump successfully passed a 29 hour flow accuracy test. The pump was found to be delivering accurately and within the required range. No alarms occurred during testing. The issue of inaccurate delivery was not able to be duplicated during the investigation. The pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).